Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye noted a leak through an incomplete rf (radio frequency) weld at the port. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak through incomplete seal. The reported condition was verified. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an effluent sample bag was leaking at the seams. The leak was discovered during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.